Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 5.35mm and left coronary cusp (lcc) was 5.22mm. On (B)(6) 2026, cardiology notified the patient that their heart rate increase and advised them to visit the emergency department. EKG showed atrial fibrillation. For treatment, diltiazem and xarelto were administered. On (B)(6) 2026, the patient returned to the hospital due to lightheadedness. The patient went into ventricular tachycardic. The patient then received an ablation and ICD implantation. The patient was then discharged on (B)(6) 2026.